Manufacturer narrative:
(B)(4). The complaint rt265 circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in the process of determining if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the wye of the rt265 infant dual heated evaqua2 breathing circuit is cracking. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit has not been received at fph (B)(4) for evaluation. Questions were sent in an effort to obtain further information and a request was made for the return of the complaint device, however no response has been received. Result: the complaint rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for investigation. Without the complaint device or additional information from the hospital, we would not be able to determine definitively the root cause of the reported fault. Conclusions: without the complaint device we were unable to determine what had caused the reported cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the wye of the rt265 infant dual heated evaqua2 breathing circuit is cracking. There was no patient involvement.